Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm at low of 77mg/dl. The customer¿s blood glucose was 215 mg/dl. Later, sensor glucose value was 264mg/dl with two arrows up blood glucose value was 275mg/dl. Customer removed his infusion set and found that it did have a bent cannula so changed it and sensor numbers had been dropping and it shut off his basal and his blood glucose value was 168mg/dl the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.